Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 88 mg/dl. The customer is having trouble getting bubbles out of the reservoir and the first reservoir the plunger seemed crooked. The customer tried another reservoir and was able to get bubbles out. Customer wants replacement reservoirs for the 2 that were not able to be used due to large bubbles. The customer was advised that we are sending replacement reservoirs.